Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that there was a sampling error followed by low recovery and absorbance on the initial sample. The hsc also determined that the initial sample was impacted by poor pre-analytical quality. The cause of the discordant tbil result is unknown. The customer successfully repeated the sample. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely low total bilirubin (tbil) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant tbil result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The repeat tbil result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tbil result.